Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead perforated an organ or balloon venogram caused a tear. The patient ended up getting a pericardial window. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. The connector tool properly seated as fixation knob engaged attached to lead. Helix retracted. Noted dried blood/body fluid in helix housing and tissue entwined in the helix. No sign of setscrew marks noted on the terminal pin. Continuity testing passed indicating conductors are intact. A stylet insertion test passed without issue indicating no blockage in the lumen. The lead tip/helix appeared intact and undamaged. This report is being filed to correct the b2: outcomes attrib to adv event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead perforated an organ or balloon venogram caused a tear. The patient ended up getting a pericardial window. The lead was never in service. No additional adverse patient effects were reported.